Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead the guide wire got stuck in the lead and could not be advanced or withdrawn. The guide wire was cut with a portion remaining in the lead. The lead remains in use. No patient complications have been reported as a result of this event.